Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
Voluntary medwatch received states that the patient's right atrial (ra) lead exhibited noise over-sensing which resulted in inappropriate mode switch. Ra lead trend showed stable and in range pacing impedance and threshold, but there were some variations regarding the intrinsic amplitudes. No interventions or changes were reported, and the patient's condition was unknown.